Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rhinoplasty, at the end of the operation, the needle and thread broke off while throwing a knot. The other two sutures used for the same surgery were broken. A new product was opened to complete the case. There was no patient injury.